Manufacturer narrative:
Failure analysis states that the insulin pump passed the rewind, basic occlusion test, prime/a33 test and displacement test. However, unit received stuck in the motor error loop during bolus / basal delivery. Unable to confirmed e70 error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. Unit received with scratched lcd window.

Event description:
It was reported that the device alarmed motor error. The customer's blood glucose was 138 mg/dl. Assisted customer in clearing alarms. The customer does not use the sensor feature. Customer states he is unable to rewind the insulin pump advised customer insulin pump will need to be replaced and revert to a back-up plan per health care provider's instruction. No further information was provided.